Event description:
It was reported that it was difficult to deflate during pretest. After a while, water gradually came out.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. The evaluation found that the returned catheter could be inflated and deflated without difficulty. There was no pinch or blockage observed on the catheter. The catheter was dissected and no conditions were found that could be associated with the reported event. Therefore, the reported event is unconfirmed based on the investigation findings. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿the device is intended for single use only and is not reusable. 11) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate during pretest. After a while, water gradually came out.